Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the clinic to report a driveline communication fault alarm. The patient had no symptoms to report. They were advised to come into the clinic to have their modular cable exchanged. There was a noticeable wrinkle in the modular cable. External coating appeared to be intact. Log files were sent for review, and the event log recorded a driveline_comm_fault alarm flag associated with an (f20) com_b_fault controller fault flag at (B)(6) 2025 21:22:14. This fault is indicative of an issue with one of the communication conductors within the modular cable. Motor function was not affected by this event. The modular cable was exchanged and the alarm state was resolved.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed driveline communication fault alarms. Although the alarms reportedly resolved following a modular cable exchange, a specific cause for the alarms could not be conclusively determined through this evaluation. Furthermore, the reported cosmetic damage to the patient¿s modular cable was confirmed via the submitted image. The submitted controller event log file contained events on 18feb2025 from 19:26:57 ¿ 23:23:47, per the timestamps. A driveline communication fault alarm was active from 21:22:14 through the end of the file; the alarm appeared to be associated with com_b_fault flags captured intermittently throughout the file. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Review of the submitted image revealed bunching in the outer jacket material of the modular cable, as well as a bend in the cable at the location of the damage. The outer jacket material appeared to have expanded and stretched in this location, creating flaps in the overlapping material. No other signs of damage were observed, and no underlying layers were exposed. Whether there was damage to the internal conductors could not be conclusively determined from the image. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for modular cable, lot # 8803031, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.